Event description:
The customer reported that the pump display was grayed out, although the backlight remained on. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.